Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Patient reported a left side rupture. Device remains implanted.